Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pump worked "lovely", but the patient developed cognitive and emotional impairments. They were considering stopping use of the pump. The pump contained lioresal. No patient treatment or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report.